Manufacturer narrative:
Method: actual device was evaluated. Results: the initial evaluation included performance testing (accuracy, verification of air/no food alarm, etc.). Multiple formulas and settings were used to recreate the failure experienced by the customer. The failure mode could not be duplicated. The pump performed according to specification during each run (alarmed and shut off after food was gone). Visual examination of the pump exterior had cracking that extended into the ail sensor window. Cracking in this area could potentially interfere with the "no food" alarm; however, there is no evidence showing the cracked housing contributed to the complaint event. Conclusion: the pump performed according to specification. There is no evidence that the cracking caused the failure.

Event description:
Complaint description: pump continues to run after food is gone without alarming or shutting off. Pump delivered air to patient. Patient injury or medical intervention: no injury reported.